Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported intraoperatively that the leadless implantable pulse generator (ipg) introducer sheath exhibited a kink due to vein tortuosity making it difficult to insert the delivery catheter. The leadless ipg was removed and will be replaced. No patient complications have been reported as a result of this event.